Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported during a cerebral aneurysm procedure, upon torquing the device, the tip of the guidewire stretched and teared off into two parts. The physician reported both parts were removed within the microcatheter. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
Boston scientific conducted a review of the device history record (DHR) which showed no unusual events in the assembly of this device or abnormal factors for the materials utilized in the making of this device. The device passed all product specifications. The device in question was not returned for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, it has been observed through historical data that guide wire malfunctions such as "tip fractures" may result from use conditions. It is noted that severe kinking or buckling of any neurological guide wire in the manner described, may result in severing of the guidewire. It was reported that during torquing on the guide wire, the tip of the wire stretched and tore into two parts. Users are instructed in the directions for use (dfu) to verify straightness adequacy (i.e. Lack of looping) during deployment and manipulation, as well as warning to the user to never auger withdraw or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guide wire tip. Excessive forces against resistance may result in damage to the guidewire.